Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A concomitant catheter ablation and left atrial appendage (laa) closure procedure was performed. Cavotricuspid isthmus (cti) and pulmonary vein isolation (pvi) ablation were completed first, using a non-boston scientific (bsc) system. No pe was noted at baseline prior to the ablation or at the start of the procedure. Upon transitioning to the laa closure portion of the case, a moderate pericardial effusion was identified. The patient remained hemodynamically stable, and the physician elected to proceed with the laa closure procedure, using a versacross fixed curve transseptal system for transseptal puncture, and a watchman fxd curve access system (was) to deliver and implant a 31mm watchman flx pro closure device in the laa. Following release of the closure device, serial imaging demonstrated progression of the pericardial effusion and it appeared circumferential, without any major clinical effect. The physician subsequently performed a pericardiocentesis to manage the pe with an unknown amount of fluid removed. The patient is fully recovered.

Event description:
It was reported that pericardial effusion (pe) occurred. A concomitant catheter ablation and left atrial appendage (laa) closure procedure was performed. Cavotricuspid isthmus (cti) and pulmonary vein isolation (pvi) ablation were completed first, using a non-boston scientific (bsc) system. No pe was noted at baseline prior to the ablation or at the start of the procedure. Upon transitioning to the laa closure portion of the case, a moderate pericardial effusion was identified. The patient remained hemodynamically stable, and the physician elected to proceed with the laa closure procedure, using a versacross fixed curve transseptal system for transseptal puncture, and a watchman fxd curve access system (was) to deliver and implant a 31mm watchman flx pro closure device in the laa. Following release of the closure device, serial imaging demonstrated progression of the pericardial effusion and it appeared circumferential, without any major clinical effect. The physician subsequently performed a pericardiocentesis to manage the pe with an unknown amount of fluid removed. The patient is fully recovered.